Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the pads were giving a flow rate of 1.4 lpm and an air leak alert. The pads were disconnected and reconnected and the flow remained at 1.4 lpm. Therapy was interrupted to switch out the 5 pads that were in use for a new set of 5 pads. Therapy was resumed on a new set of 5 pads and the flow rate on the 5 new pads was 2.1 lpm.